Manufacturer narrative:
Concomitant medical products: product ID 8749, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving sufentanyl ("4000 mcg" concentration) at "150 mcg" via an implantable pump (lot number was unable to be obtained). Indications for use included non-malignant pain and lumbar radiculopathy. Concomitant medications and medical history were unable to be obtained. It was previously reported that during an attempt to replace a fractured catheter, the hcp was unable to access the patient's intrathecal (it) space, the pump was placed to a minimum rate, and the patient was to be referred to a neurosurgeon for placement of an it catheter (see manufacturer's report number 3004209178-2015-15499). On 2015-08-06, additional information was received which reported that, due to ligament and bone in the patient's back, the hcp was not able to insert that catheter tip into the intrathecal space; the patient had some "challenging anatomy." No patient symptoms were reported. As of (B)(6) 2015, nothing had been scheduled, and no further information was provided; on 2015-07-10, the hcp had indicated that they had no further information regarding the events.